Event description:
It was reported that "the balloon could not maintain the inflation before use." No patient injury was reported.

Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. The balloon did not inflate due to an interlumen leakage in the backform between the inflation lumen and pa distal lumen. The proximal injectate lumen was patent without any leakage or occlusion. No visible damage to the balloon latex, catheter body or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5cc air. Location of an interlumen leak was determined by clipping catheter body from the distal end until leakage stopped. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The customer report of balloon issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.